Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the hemopro device remained activated when the toggle switch was released. The device began to smoke and alarm. The device was immediately disconnected and a replacement device was used to complete the procedure. The hospital reported that, per their risk management policy, the device will not be returned. The hospital will not be providing patient information.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).